Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to an unreported cause. The cause of the peritonitis was not reported. The patient had been hospitalized at the time of death. Treatment for the peritonitis, recovery status of the peritonitis, and whether pd therapy was ongoing until the time of death was not reported. No additional information is available.